Event description:
Fluoroscopy revealed part of the non-abbott 6f sheath was identified floating in the right atrium. A snare retrieval system (unknown manufacturer) was introduced and the partial sheath was retrieved from the pulmonary artery which is where the sheath had advanced to at that point). Following removal, all diagnostic catheters were intact and the physician left the room. Then, the operating physician tried to introduce a new non-abbott 8f sheath into the groin, at which it was observed that this new sheath also was severed and left a partial segment inside the right femoral vein. The other physician was notified and came back and used another snare retrieval system (manufacturer unknown) from the left groin to retrieve the 8f segment from the right side. There was successful retrieval of said sheath segment and the rest of the circulatory system of patient was observed under fluoroscopy to make sure that there were no remaining fragments/segments of sheath in the body. The procedure was then aborted and all remaining sheaths removed. The patient was stable throughout the procedure with no complications or adverse events/outcomes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).